Manufacturer narrative:
The ge service representative conducted an onsite investigation, and informed the customer that the system needed a single board computer upgrade kit. No further information was provided.

Event description:
The customer reported that the cine hard drive on the system would not work. No patient injury was reported.